Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor board was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system auto shut down, and there was no power. There was no pt injury or death reported.